Event description:
Reporter indicated that site's dell handheld computer screen became frozen. Additionally, it was reported that the sites handheld computer would not hold a charge. A new handheld has been provided to the site. Non working handheld was obtained by MFR for product analysis; however, that analysis is not yet complete.